Event description:
Postoperatively, the patient presented with endocarditis. Antibiotics were administered and the patient underwent re-do valve replacement surgery. The valve was removed and replaced with another sjm trifecta valve. It was reported the endocarditis was not related to the procedure or to the device.